Event description:
It was reported that the procedure was to treat three lesions in the left anterior descending (lad) artery. The 2.5 x 28 mm mini vision stent was implanted in the distal lad. The 2.5 x 18 mm mini vision stent was implanted in the mid lad. The 3.0 x 28 mm and 3.0 x 18 mm vision stents were implanted in the proximal lad. The procedure was completed successfully; however, 45 minutes post-procedure, the patient experienced chest pain. Thrombosis was confirmed, and the clot was removed with aspiration. Additional balloon dilatations were performed, and the patient had a good outcome. It was noted that the patient was on angiomax during the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Stents: 2.5 x 28 mini vision, 2.5 x 18 mini vision, 3.0 x 18 vision. (B)(4). There was no reported product deficiency. The reported thrombosis is listed in the instructions for use as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency. The 2.5 x 28 mini vision, 2.5 x 18 mini vision, and 3.0 x 18 vision are being filed under separate medwatch reports.